Event description:
Tubing separated from the y-adapter upon removal of the stylet.

Manufacturer narrative:
The sample has been received for analysis and currently under investigation. A supplemental report will be submitted upon completion of the investigation.